Manufacturer narrative:
The patient was born in 1951. (B)(6). The lot was manufactured february 19, 2016 ¿ february 20, 2016. The device was received for evaluation with approximately 26 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After removing the luer cap, evidence of continuous flow was observed at the distal luer. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor would not infuse even after 49 hours. The device was filled with 256 ml of fluorouracil, cytostatic, and natriumklorid. There was no report of patient injury or medical intervention associated with this event. No additional information is available.